Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient remained in hospital and was started on a heparin drip post-operative day (pod) #3 per protocol. There was difficulty getting the pt therapeutic and coumadin was started on pod #4. The pt's inr was 1.8 and their ldh was at 1300 on initial draw post-operation, and then fluctuated between 1300-3000. It was reported that several weeks after the surgery, the patient began to have power elevations and speed drops below the set low speed limit. On the day of pump exchange, the ldh was at 9600 and the patient had symptoms of heart failure and required re-intubation and had signs of liver and renal failure.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.